Manufacturer narrative:
Concomitant medical products: dvab1d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for zero ohm impedance in rv tip to rv coil and low bipolar pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.